Manufacturer narrative:
The cause for the discordant advia centaur xp ca19-9 results with the alternate method is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: "warning do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results."

Event description:
A high advia centaur xp ca 19-9 result was obtained for a patient sample. The result was questioned by the physician. The same patient sample was repeated on another advia centaur xp and the results were high. The patient sample was sent to a support laboratory and tested on an alternate method. The result was negative. The patient did not have any historical results that were high in value. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00068 on april 21, 2016. On 05/25/2016 additional information: the customer does not have any patient sample remaining for further testing and investigation. The difference in results between the advia centaur xp ca19-9 assay and the alternate method assay with this one patient sample is most likely due to some unknown interferent. The instrument is performing within specifications. No further evaluation of the device is required.